Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted after approximately 5 years due to a perivalvular leak with no evidence of stenosis. The surgeon stated that the subject valve looked ok and could not find a pv leak. The surgery went fine and the patient is in recovery. No additional information or operative records were provided.

Manufacturer narrative:
Method = x-ray; result = unable to confirm. Device evaluation: as received, the x-ray demonstrated no visible calcification on any of the valve leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. There is no evidence to suggest the reported perivalvular leak (pv leak) was through the bioprosthetic heart valve. It is possible the perivalvular leak might be through a path between the bioprosthesis and aortic annulus, which cannot be assessed by examining the explanted valve. A pre-explant echocardiography may be helpful to identify the source and nature of the reported perivalvular leak, however it was not provided to edwards. Moreover, the reporting surgeon indicated that the pv leak could not be located prior to explanting the valve during surgery, and that the subject device looked ok. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation also confirms the valve leaflets do not exhibit any degenerative changes. A specific root cause of this event cannot be determined; however, the provided information and edwards investigation suggest nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event. No further action is needed at this time.